Event description:
It was reported that the (1) ecs21 was used during a laparoscopic gastric bypass procedure. It was reported that the surgeon fired the stapler and removed it finding that all of the staples did not form. He over sewed the pouch with an endostitch device. There was no consequences to the patient.